Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed bruising under the lifevest equipment. Patient¿s home health nurse described the area as red bruises on the sides under the electrodes, as well as a shocking sensation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the bruising. Follow up indicated that the bruising improved.